Event description:
Sound which is emitted from x-ray machine too low to be audible resulting in retake of x-rays. Machine does not have capability to change loudness or type of audible according to MFR.